Event description:
It was reported that pump battery did not charge even though customer used tandem charging cable, wall adapter, and confirmed working power outlet, and that charging connection was not recognized and usb port appeared visibly damaged, but pump did not shut down and remained operational. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support guidance regarding correct insertion of usb connector, was informed that pump was within warranty, and received replacement pump, while original device was arranged for return to tandem.